Event description:
The customer contacted baxter's technical service center regarding system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 3. The home patient (hp) stated that a clamp on the unused supply line was open. The baxter technical service representative (tsr) advised the hp to keep the unused clamps closed. The hp stated that she would finish with manuals. The tsr advised the hp to contact the registered nurse (rn) about possible exposure to unsterile air. The hp would call the rn. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were used. They were connected prior to priming. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with manual supplies. The sample was not available for evaluation. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed and the root cause was determined to be use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.